Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed and stated that when he/she finished cleaning his/her teeth, he/she noticed a small metal piece from the toothbrush head in his/her mouth. No injury was reported.